Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, several alarms were found in the alarm history file. The alarms were due to a corrupted history file. The pump also had a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the customer was hospitalized for high blood glucose levels. It was reported that the customer's blood glucose level at the time of incident was 400mg/dl. It is reported that the customer is now ok, and their blood glucose level is 140mg/dl. It was reported that in the alarm history, change sensor alarms and external ram crc errors were noted. It was reported that the customer was advised to discontinue use of the device and that it would need to be returned and replaced.